Manufacturer narrative:
Two opened trocar cannula/hub assemblies were received visually inspected and were found to be non-conforming, both are damaged. The damage to the trocar is a compressed appearance. Indentations/tools marks were also visible on the cannulas. Functional and dimensional testing could not be performed due to the damage of the cannulas. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The probe was not returned. The returned trocar assemblies were found to be visually and functionally non-conforming, therefore a product fit issue as described by the customer was confirmed; however when and how the cannula of the trocar became damaged could not be confirmed and a root cause cannot be determined from the evaluation performed. The tool marks indicate that the trocars were possibly compressed when trying to advance or remove a component from the trocars. The exact root cause for the damaged trocar sample is unknown, therefore specific action with regards to this complaint cannot be taken. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe consistently stuck in the valved trocar during a procedure. The product was replaced and procedure completed with no patient harm.